Event description:
Additional information received from reporter on 01-dec-2023, for mw5148679. Dexcom g6 sensor activated on (B)(6) 2023; inserted on (B)(6) 2023. Dexcom g6 sensor inaccuracy: 8:05am, g6 reading 124. From 8:05am to 8:35am, dexcom climbs all the way up to 151. At 8:35am, finger stick reading is 124! Well profanity dexcom, my blood was not rising! Since the mard (mean absolute relative difference) of 151 is 30.2, anything over 120.8 is considered working as normal! Wrong. Big difference between a 124 blood glucose and 151, about 1.5 units of insulin worth. Calibrated device to 119 which brought the stupid sensor back into normal range. Absolutely terribly inaccurate data. Dexcom g6 sensor inaccuracy: 2:10pm, g6 reading 119; 2:15pm, g6 reading 123; 2:20pm, g6 reading 123; 2:25pm, g6 reading 106. Finger stick reading at 2:25pm is 93, no calibration because that is within the mard of 106. However, hopefully you see the problem that dexcom has, seems like quite a jump climbing from 119 up to 123 and then drastically changing its mind and reading 106. Why was dexcom so off? What if I had compensated with bolusing for an incorrectly rising blood sugar? Then I would probably be fighting more aggressively to contain a much lower blood sugar. Thankfully I didn't even catch how off it was until it was back within mard, because I would have surely taken insulin at a 123 reading. Such absolute nonsense and this is a continual thing with every sensor inserted. This is how extremely dangerous situations happen, with unreliable, inconsistent readings. Keep also in mind that I am receiving automatic insulin delivery from omnipod 5, and while my blood was dropping below 100, with dexcom's reading of 123, I am still receiving insulin.

Event description:
Additional information received from reporter on 12/6/2023 for report mw5148679. Dexcom g6 sensor inaccuracy: 9:20am g6 reading 121, finger stick reading at this time is 106. Dexcom has been this off all morning and while I understand this is working "perfectly normal" according to dexcom because mard would be 24.2, so anything over 96.8 is considered normal and the device to not be calibrated. I cannot afford to wait until dexcom says my blood is 96 because the actual will be around 80 judging by how off dexcom's algorithm is. Stupidly dangerous to rely only on dexcom data and this is another fine example. Since dexcom is telling me not to calibrate, what am I supposed to do, rely on finger sticks and my own senses? If I do not calibrate to help get dexcom in range it will remain this off indefinitely.

Event description:
Dexcom g6 sensor inaccuracy: new sensor first readings - 9:25pm finger stick is 110 (no calibrations); 1st reading on new g6 sensor at 9:25pm 136, 9:30pm g6 reading 146, 9:35pm g6 reading 151, 9:40pm g6 reading 151. Finger stick reading at 9:40pm is 106 (calibrated at this time). How is dexcom so off? Dexcom g6 sensor inaccuracy: 9:30am g6 reading 97, 9:35am g6 reading 86. Finger stick reading at 9:35 is 114. Calibrated device.